Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument did not fire. The surgeons used another instrument to complete the procedure. The hospital has reported no pt injury occurred.